Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 33.0 mmol/l (mobile system 1) and 6.5 mmol/l (mobile system 2). The same strip lot was used on both systems. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).